Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure and device was not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed. The field service engineer (fse) rebooted first station and did not resolve the issue. The fse then reseated the hardware components. After rebooting, the previously failed cubies became recoverable. All cubies with unloaded medications were cleared, and the pharmacy was assisted in retrieving drugs from the cubies to allow reloading. All drawers latch; position sensors and rails were tested. All drawers performed successfully. The system functioned as intended after the field service engineer repaired the device.